Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had crack in the reservoir compartment. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.